Event description:
Follow up information received identified the patient's scs ipg was replaced, and the pocket site was moved from the patients left flank to the left abdomen.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was advised by the physician her scs ipg has healed at an angle. The patient stated she has to have her husband assist and press hard over the area of the battery to get the charger to connect. This in turn was causing the patient soreness after charging. The patient stated the pain has been slowly worsening over the past month. Surgical intervention may taken to address the issue.